Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump will not rewind. Customer's blood glucose was unknown mg/dl. The customer's mother stated they are in the process of getting a new insulin pump for her son. The customer's mother declined all troubleshooting.